Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
In mid-december the patient was sent to the hospital because of a thrombosis and he had to have surgery to change his mechanical heart valve. When he was admitted to the hospital the lab result was 1.47 inr. The lab reagent was chronometric sta neoplatin c1 + stago. It was reported that the patient used only the coaguchek xs to measure his inr from (B)(6) 2015. Prior to the thrombosis, the anticoagulant medication was adjusted based on coaguchek xs results only, so that the patient's inr remained between 3 and 4 inr. The relevant retention test strips (lot 233339-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). No error messages occurred. The retention samples were inconspicuous. The retention material performed as specified. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Outcomes attributed to ae was updated.